Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 49.1 cm to 49.2 cm from the distal tip. Abrasions are indicative of exposure to constant friction with another implantable device.